Event description:
Customer's blood glucose level was 147-148 mg/dl.

Manufacturer narrative:
D1, d2a, d2b, b5, h4

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. There was no reported adverse impact to the customer's blood glucose level.